Event description:
Complainant alleged that the medics were attempting to pace a patient who was presenting an asystole heart rhythm, using kimberly clark brand electrodes with the device, but the device displayed a "poor pad contact" message. The medics then applied another set of kimberly clark brand electrodes to the patient, but the medics observed an arc. The medics continued pacing the patient using these same electrodes. The patient continued to present an asystole heart rhythm. The patient subsequently expired. The complainant reported that the electrodes used in the event had a lot of hair adhered to them.